Event description:
The customer reported problems with the foot pedal and the system intermittently will not fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced some connectors. The system operates as intended.